Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
These devices are used for treatment. Review of the device history records was not possible as the product and/or lot number required for retrieval were unavailable. Attempts have been made to obtain additional info however, no further info has been received to date. A definitive root cause cannot be determined with the info provided.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.